Manufacturer narrative:
Title: transanal minimally invasive surgery for local excision of benign and malignant rectal neoplasia source: annals of surgery. Volume 267, number 5, may 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one patient who had undergone neoadjuvant chemo-radiotherapy required reoperation for debridement and creation of a diverting ileostomy for a symptomatic nonhealing rectal wound with fistula formation to the perineum; this eventually healed with local wound care and diversion, he subsequently had closure of his ileostomy and healing of the surgical wound and fistula were observed at 4 months postoperatively. Another patient had to be readmitted 3 days postoperatively after a CT scan done for abdominal pain and leukocytosis demonstrated significant perirectal inflammation. This patient was discharged after 3 days of intravenous antibiotics with complete resolution of her pain and leukocytosis. One patient developed a rectovaginal fistula after a repeat tamis excision of a local recurrence. This complication resolved by 2 months after surgery without the need for further intervention.